Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient became argumentative with her spouse and unable to continue with her task which are symptoms she experiences when she becomes hypoglycemic; however, at the time, her cgm displayed 13.2 mmol/l. As she suspected she was hypoglycemic, a bg was performed which was 1.1 mmol/l. It was reported the patient was able to self-treat with milk and condensed milk and her symptoms resolved. An unspecified amount of time after ingesting the milk and condensed milk, the patient¿s bg was 6 ¿ 7 mmol/l but the cgm displayed 13 mmol/l. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.